Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of system revision due to infection. The patient had (B)(6) bacteremia and there were vegetation on the leads. No additional adverse patient effects were reported. The rv lead is no longer in service.